Manufacturer narrative:
Initial and final (B)(4) - MDR 3003442380-2024-11218 - device 7 of 9.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced 9 infusions set tube leakage at event on (B)(6) 2024. Infusion set has been used for less than 24 hours. Blood glucose level was low. Therefore, patient consumed carbohydrate. No further information available